Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the cgm was reading 190 mg/dl while the bg was 240 mg/dl. The patient decided to go to the hospital with his caretaker because they didn't know which value was correct. At the hospital, the patient was treated with infusion and IV therapy. At the hospital, the patient was throwing up, felt dizzy and was sweating. After 5 hours, they went home and was prescribed water pills. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.